Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, removal difficulties occurred. The target lesion, located in the left anterior descending (lad) artery, was predilated with a 2.5 x 15 non-bsc coronary balloon. The 2.25 x 24 mm taxus express2 atom drug-eluting stent was deployed at 10 atmospheres and successfully placed in lad. Upon removal, it was noted that the sds was sticking to the non-bsc guidewire. The operator stated "the sds got tighter and harder to remove the more we pulled it. It felt as though the sds was clamping down on the guidewire." They were able to successfully removed the sds and no pt complications were reported. The pt's current condition is listed as "good".